Event description:
New information states that programming changes were made. Patient was in stable condition before, during and after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episodes due to far r-wave oversensing were observed. No patient symptoms were reported. Programming changes were discussed. No further information was provided.